Event description:
A caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. After resetting the pump, the customer successfully started their sensor session, and the cgm error code did not reappear.